Event description:
It was reported that the pt went to the hospital, claiming that the implant was no longer functioning. At the hospital, it was seen with x-rays that the electrode array was extruded from the cochlea. It was decided to review the surgery in 2003. During the surgery it was seen that the cochleostomy and all of the basal turn were ossified. The pt was then explanted and the other ear was then implanted.